Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of thermal damage between grips on bipolar yaw pulley and charring and localized melting at the grip base between the grips. No insulation damage observed on the conductor wire. The instrument passed the electrical continuity test. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a spark was observed, and the insulation on the fenestrated bipolar forceps (fbf) instrument was noted to be damaged. The instrument was replaced and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no damage observed on the instrument prior to use. The customer was using the instrument for approximately two hours before the event occurred. Bipolar energy was being activated when the spark occurred. The instrument tip(s) were in contact with tissue. A monopolar cord was not used for the reported bipolar instrument. The customer was using the covidien force triad generator with the esu settings cut 40 and coag 70. The cadiere forceps and harmonic ace were also installed for use at the time of the event. There was no report of collision with another instrument or tool during the procedure. The instrument was not removed from the arm prior to the event. The surgeon believed that possibly turning the wrist too much or the instrument was broken caused the event.